Event description:
The customer reported that the incorrect tests were run for a single patient sample when using the vitros 5600 integrated system. The sample in question was programmed as a plasma sample for a comprehensive metabolic panel, however urine malb and crea testing were completed instead. The event was consistent with a mis-association of patient demographics and results, which may lead to inappropriate physician action. A urine crea result of 3.0 mg/dl was reported outside the laboratory prior to detection. A corrected report was issued based on the repeat testing. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The incorrect tests were run for a single patient sample when using the vitros 5600 integrated system. The investigation determined that the customer reused a patient sample ID number that had a pending program stored in the analyzer memory. The customer was referred to the device labeling, located in the vitros 5600 user guide, describing how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID number on a different sample without completion of the original request or deletion of the pending test will cause the original information to be carried forward. No device malfunction occurred. The root cause of this event is user error.